Event description:
The companion hospital cart is a large wheeled cart that provides a docking station for the companion 2 driver and a large touch screen display for easy visibility by hospital staff. It is intended for use in the hospital during the syncardia temporary total artificial heart (tah-t) implant procedure and subsequent surgical recovery phase. The hospital cart provides a docking station for the driver and allows communication between the driver, the hospital cart touch screen display and the integrated power supply. The hospital cart contains an integrated power supply to allow a docked driver to be connected to a wall power source for driver operation and to charge external batteries. This companion hospital cart was not in use with a pt at the time the reported issue was observed. The customer reported that the companion hospital cart did not power a companion 2 driver although the display screen functioned as intended. The customer also reported that he tried docking two different companion 2 drivers and also exchanged the power cable without success.

Manufacturer narrative:
This alleged malfunction posses a low risk to a pt because the issue was observed when the companion hospital cart was not in use with a pt. In addition, the reported issue would not prevent a companion 2 driver from performing its life-sustaining functions. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.